Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at fisher & paykel healthcare (fph) office in the united states. Our investigation is based on the service findings and photographs provided. Results: visual inspection of the photographs of the subject neopuff revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. Also the enclosure (front fascia, upper and lower end caps) of the neopuff was cracked. A lot check revealed one other complaint for a broken outlet port for lot 041008. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The defective neopuff unit was not repaired as per request by the customer.

Event description:
A healthcare facility in (B)(6) reported that the rd900aeu neopuff infant resuscitator sustained physical damage. A service was requested. During servicing, the outlet port of the rd900 neopuff infant resuscitator was found broken. No patient consequence was reported.